Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer stated that the nurse noticed air got into the filter and there was a leak on the access side.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).